Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed design house in (B)(4). The reported self-test failure was confirmed through review of the device data logs. The investigation determined that the device failure to complete its internal self-test was due to a faulty non-return valve (nrv). Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.